Manufacturer narrative:
The reported event of faulty atrial setscrew/faulty port was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. As received, visual inspection of the header noticed the atrial septum with punch holes, and atrial setscrew stripped off by the end-user consistent with inserting the wrench tool off center at angles which stripped off the setscrew. Additional examination found no contamination or foreign material on the ports that could contribute to the reported event. After replacing the atrial setscrew, it was inserted and removed multiple times during the analysis with normal force. Additionally, device history record review found all steps were completed and signed off without anomaly. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during the implant procedure, the set screw was unable to be tightened on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.